Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a damaged cable was confirmed. It was found that the cable resistance was out of tolerance. Further, it was found that the motor was sticking as it was corroded. The motor and the motor cable were replaced, and the device was repaired, tested, and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor, and could have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/10/2019, and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the 8022 hand pc tornado shaver had a damaged cable, and there was no impact on the patient. The event occurred intra-op, and the procedure was completed with a replacement device.